Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h4, h6 and h10. Based on the investigation results, the following causes are presumed: the dark image displayed when using 180 series endoscopes (no image) occurred due to an accidental failure of the parts on the patient board since almost five years have passed since the subject product was manufactured; the endoscope connector lock failed because the user tried to pull out the video connector without lowering the unlock lever, which causes a failure of the endoscope connector. The following information is provided in the instruction manual of cv-190 regarding installation and removal of the video connector which may have prevented to endoscope connector lock failure: "push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder." A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed, and evaluation results found a faulty patient circuit board set. Additionally, the scope socket was found to be worn causing a loose connection. It was also found that the unit required a software upgrade and cosmetic wear was found on the top cover. If any new information becomes available, a summary will be provided in a supplemental report. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported that the device is producing a black image. There was no patient involvement associated to this report. No additional information was provided.